Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pains') in a female patient who had essure (batch no. 629136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular periods/ hemorrhagic periods"), fatigue ("fatigue"), sinusitis ("sinusitis"), vertigo ("vertigos") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, menometrorrhagia, fatigue, sinusitis, vertigo and mood swings had not resolved. The reporter provided no causality assessment for fatigue, menometrorrhagia, mood swings, pelvic pain, sinusitis and vertigo with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure removal date provided. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.